Event description:
During a case the handpiece was giving solid tones. The handpiece was replaced and solid tones still existed. The case was completed with electrocautery. No patient consequence reported.